Manufacturer narrative:
Model number/catalog number 72400160; serial number (B)(4); batch/lot number ea357016; gtin n/a; model/catalog description narrow back cuff; expiration date n/a; manufacturer date n/a. Model number/catalog number 72400098; serial number (B)(4); batch/lot number ea709020; gtin n/a; model/catalog description control pump, fgs; expiration date n/a; manufacturer date n/a. Model number/catalog number 72400024; serial number (B)(4); batch/lot number dx030019; gtin n/a; model/catalog description balloon, fgs; expiration date n/a; manufacturer date n/a.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device just stopped working. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced incontinence and started to leak urine. The patient was recovering from surgery.